Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : after cup insertion, surgeon was unscrewing the impactor from the cup and it left a metal shaving in the cup. Surgeon removed the metal piece from patient and proceeded with case. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "img_4737.jpeg and img_4735.jpeg" based on the quality of the provided photos and the condition of the device, which is covered in blood, it is not possible to observed any defects or damaged at the threaded tip of the device, therefore the reported allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the pinn straight cup impactor would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that surgeon was unscrewing the impactor from the cup and it left a metal shaving in the cup. Surgeon removed the metal piece from patient and proceeded with case.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.